Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the insufficient reprocess such as the deviation from the instruction manual. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that there was the foreign matter which was residue of the chemical solution on the camera head and camera cable of the subject device. There was no report of patient injury associated with the event.